Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump turned off unexpectedly. The customer¿s blood glucose was 450 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump turned off and the buttons were unresponsive even after battery change. Customer had a high blood glucose of 450 mg/dl and treated. No high blood glucose troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, - unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify keypad unresponsive anomaly and unexpected battery power loss anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.